Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a skin reaction with redness, inflammation, and extending beyond the patch perimeter which occurred the day the sensor had been inserted into the arm. The skin was prepped with soap and water prior to sensor insertion. The patient consulted with a doctor and was prescribed an unspecified oral antibiotic for 7 days. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).